Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the packaging was torn. A 2.00mm rotalink¿ plus was selected for use. Prior to opening, it was noted that the packaging was torn and the sterility was compromised. The procedure was completed with another of the same device. No patient complications were reported.